Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced over delivery of insulin and low blood glucose level of 66 mg/dl. The customer¿s current blood glucose was 189 mg/dl. The customer's blood glucose was 60 mg/dl at the time of the incident. The customer was treated with food. Customer was alleging possible insulin pump over delivery. The product was not returned for analysis.